Event description:
The pt was ambulating in his yard when the handle of the cane snapped off at the point where the plastic handel and aluminum shaft are joined. The pt fell to the ground. The landed in soft grass and was not injured according to his son who was with him at the time of the occurence. This incident was reported to carex the MFR of the cane and they are replacing the product to the pt. We had a similar occurence back in may with the same model cane and I now feel compelled to report the problem to you. Dates of use: 2009. Diagnosis or reason for use: unsteady gait.